Manufacturer narrative:
(B)(4). (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported by the product user facility that an fecal management system (fms) was placed in a patient on (B)(6) 2021 and removed (B)(6) 2021 for loose/watery stools. A rectal exam was not done prior to placement of the device, which is outlined in the product IFU to perform prior to placement. It is unknown how much fluid was placed in the device retention balloon. The patient was bed bound and was on a reposition program. The wound was initially identified on (B)(6) 2021 as a stage 2 pressure injury, the device was left in the patient which is also contraindicated per the device IFU. When the device was finally removed from the patient the wound had progressed to a stage 3, which is documented on (B)(6) 2021. Per the complainant the treatment for the wound is offloading, no supine positioning, no wrinkling/bunching/pulling of tube, desitin. ICU beds are low air loss and pressure distribution models. No photographs received depicting the reported complaint issue.